Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) and the latitude showed remote monitoring disabled (rmd) alert occurred. Boston scientific technical services (ts) explained that the rmd occurs if the device exceeded 1.5 hours of radio frequency (rf) telemetry post eri and the other is battery capacity depletion (bcd) calculation. Field representative added that patient was just in for an office checked up the other day which could acquire some accumulative rf telemetry. Further, engineering analysis showed that device was still at eri. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) and the latitude showed remote monitoring disabled (rmd) alert occurred. Boston scientific technical services (ts) explained that the rmd occurs if the device exceeded 1.5 hours of radio frequency (rf) telemetry post eri and the other is battery capacity depletion (bcd) calculation. Field representative added that patient was just in for an office checked up the other day which could acquire some accumulative rf telemetry. Further, engineering analysis showed that device was still at eri. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted minor scratches anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) and the latitude showed remote monitoring disabled (rmd) alert occurred. Boston scientific technical services (ts) explained that the rmd occurs if the device exceeded 1.5 hours of radio frequency (rf) telemetry post eri and the other is battery capacity depletion (bcd) calculation. Field representative added that patient was just in for an office checked up the other day which could acquire some accumulative rf telemetry. Further, engineering analysis showed that device was still at eri. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.